Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that one side of the articulating point was broken. The jaws were bent to one side. There was damage to one of the blowout plates. Functional testing was precluded due to the observed condition of the reload. It was reported that the internal parts bulged out from the cartridge articulation part. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot number: unknown) sigphandle, sig power sigphandle handle, (serial number: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (serial number: unknown) sigpshell, sig power sigpshell control shell, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy, at the pulmonary parenchyma, the internal parts bulged out from the cartilage articul ation part, so the cartilage was replaced. The same situation occurred on the second cartridge. There was no sound, and the surgeon was unable to see the joint part. It was determined to be a thick tissue, so the surgeon avoided the thick tissue, and the thin lung parenchyma part was resected, and firing and transection were performed. Due to the thick tissue and the surgeon's technique, the staples moved when firing, causing the blade to pass through while biting the ring forceps. There was no patient injury. Medtronic's initial evaluation of the incident device found that following several minutes of positioning, a section of laminates could be seen protruding from the articulation joint.